Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed and it was determined that there were signs of water inside the unit. It was further determined that the motor, the gear components, and the electric control unit (ecu) were corroded. It was also noted after further testing that the trigger was sticky. The assignable root cause was determined to be due to worn seals and normal wear on mechanical components. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during sterile processing, it was observed that the battery reamer/drill device had water coming out of it. During in-house engineering evaluation, it was observed that the trigger was sticky. It was further discovered that there were signs of water inside the device and the motor, gear components and the electronic control unit were corroded. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.